Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for routine generator change. During that time, it was noted that the right atrial lead was previously deactivated for serval years due to failure to capture. The lead was capped and replaced on 09 nov 2020. The patient was in stable condition.